Event description:
It was reported that during a surgical procedure at the user facility, the device was getting hot and it resulted in a first degree burn to the patient's lower left lip. There was a two minute delay, miosprine was applied, no adverse consequences to the patient reported.